Event description:
A malfunction in the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.